Event description:
The customer reported that a loud sound came from the x-ray tube. The unit is down.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep troubleshot the system and found the x-ray tube arcing. He replaced the x-ray tube and calibrated the filament. The unit is working as intended.